Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the medication was loaded in pyxis but was not showing on the screen. A technical support specialist (tss) confirmed that the affected items were successfully processed from carefusion coordination engine (cce) to the es server. Tss checked the given order identifier on both production and test environments using receive message and cast order queries but found no results. Tss verified that all services were running correctly. Tss requested the customer to provide additional details such as patient name and visit identifier but received no response after multiple attempts.

Event description:
It was reported that when using the bd pyxis¿ es server, order (B)(4) not shown on server and interface report in epic that is send but no order in server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.